Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported when the physician direct connect lead to the ins, less than 50 ohms were seen on electrodes : 3/1, 3/2, 3/6, 3/7, 3/8, 3/10, 3/12, 3/13, 3/14, and 3/15. All other pains were within normal limits. When the 565 lead was tested via multi-lead trialing cable (mltc), all pairs were showing within normal limits. The rep did not drop down to reference 3 on the mltc. The rep did not program using electrode 3. The patient was getting good stimulation and the coverage patient needs. No symptoms were reported. Relevant medical history includes post lumbar laminectomy syndrome and spinal pain.